Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, at the end of therapy. The rn was not near the hc at the time of the call. The rn reported that the patient was using 4.25% and 2.5% dianeal solutions. The rn stated, the patient reported a high drain 104 alarm (indicates the iipv occurred during night drain 1, cycle 4). The technical service representative (tsr) explained the alarm. The rn stated that patient did not report any complaints and that the message alerted the patient to call the rn. The rn would follow up with the patient and would have the patient call if they wanted to review the therapy log. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The registered nurse returned product surveillance's call on (B)(6) 2012 regarding the high drain 104 alarm. The rn stated that there was no patient injury or medical intervention associated with the event. The rn stated the patient was continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). An iipv condition could not be confirmed through the information reported. The cause was undetermined. A service and device history review revealed no previous service events that were related to the reported condition. This issue of iipv is being investigated through CAPA.